Event description:
The customer reported that the qube mini would randomly power itself off and fails to produce the fail-safe alarm tone to notify staff of the power loss. The unit was removed from use and the biomed could not turn the unit back on. A depot repair request was created to repair the unit. At this time the device has not been received by spacelabs healthcare. If additional information is made available, a follow up report will be submitted in accordance with 21 cfr 803.56.

Manufacturer narrative:
The device was evaluated by a spacelabs healthcare equipment service center (esc) for additional investigation. It was found that there was damage to the interconnect pcba and the wireless/touch pcba . After replacing the damaged parts, proper device operation was observed. The device was returned to the customer.